Event description:
"Chads" in a patient cavity.

Manufacturer narrative:
It is reported that the pieces were from the clear packaging due to "punching holes in clear baggies". It was reported that the pieces had to be removed from a wound. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Added expiration date that was not included in the original report.